Manufacturer narrative:
The device was returned with the core wire detached from the catheter handle. Visual inspection revealed that button 2 had been fully depressed and button 3 (for balloon retraction) was not retracted. The balloon/distal shaft was detached from the polyimide shaft and was not returned with the device. There was a kink on the proximal balloon bond area, and the adhesive taper remained intact. Subsequent to disassembling the handle housing, it was confirmed that the proximal end of the core wire was detached from the inflation indicator plunger. The condition of the returned device indicated that excessive force to the catheter handle could have been applied as the balloon was held in place, causing the wire to detach from the handle. However, the root cause of the reported event could not be conclusively determined. The review of the lhr (lot f1413904) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined. (B)(4).

Event description:
The following information was reported by the (B)(6) on (b)(65) 2014: "I received a complaint from our distributor. It was a mynx ace 6f/7f vascular closure device deployment, the deployment went as planned, but when the balloon was removed, "the stylus" was left in the patient's tissue tract. Compression was held, stylus removed, and the patient's groin was soft with no hematoma. The patient did fine post procedure with no issues reported." The following information was reported by the aci distributor on (B)(6) 2014: "after removal of the device, a metal wire protruded from the patient's groin. The physician did a fluoroscopy shot of the patient's groin. The physician held his one hand on the puncture site and removed the wire manually. After removal, there was no swelling or bleeding. The patient had no pain. The patient was calm and stable." The patient was hospitalized, but the hospitalization was not mynx related. The patient was discharged from the hospital on (B)(6) 2014. The following information was reported by the aci distributor on (B)(6) 2014: manual compression was less than 30 minutes. The balloon was not on the device when it was taken out of the patient. No further information is available at this time. Procedure: coronary intervention. Vessel size: + 5mm.